Event description:
Sample IV tubing was given to rptr's center. They were going to use them because of the length on a plastic surgery case. The info on the label was ambiguous because it stated "sterile nonpyrogenic fluid path in undamaged package. Use aseptually." Rptr questioned the sterility and after the purchasing coordinator called the co.